Event description:
It was reported that a vns pt was re-implanted with vns due to infection experienced upon first implant. Follow-up with the physician revealed that the pt did not manipulate the device and there were no medication changes prior to the infection. The physician confirmed that cultures were taken and concluded that the infection was mrsa. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.